Event description:
It was reported " she let me know they had issues with some of the balloons not inflating all of the way". The user/user facility was not able to provide any additional information around the issue or patient involved.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " she let me know they had issues with some of the balloons not inflating all of the way". The user/user facility was not able to provide any additional information around the issue or patient involved.

Manufacturer narrative:
(B)(4). The reported complaint for " balloons not inflating all of the way" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.